Event description:
It was reported that the time/clock on pcus did not match the time on the electronic medical record (emr). The issue was reportedly resolved after power cycling the pcus and resyncing with the server. There was patient involvement but no reported harm. Bd interoperability consultant provided education with the customer regarding the "time lock state," which can occur when the user changes the time on the pcu or confirms the time on the pcu through one of the following: 1) delay option, 2) the pca confirm time or 3) accessing the time of day through the options key on the pcu. This also occurs during daylight savings time (dst) change. Bd has provided the customer with tip sheet on troubleshooting measures, which includes an instruction to power down the pcu and turning it back on.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.